Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/16/2015.

Event description:
According to the reporter:endo stitch jammed and needle broke off. Additional information has been requested but not yet received.